Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from november 19, 2019 - november 20, 2019. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was filled with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.